Manufacturer narrative:
MDR (B)(4) was filed on (B)(6) 2019. Additional information (13-mar-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. No product nonconformance was identified. Hsc concluded that the data indicated a sample specific issue; however a specific cause cannot be identified. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section b3, b6 has been updated to revise the date of event. Section b6 has been updated to add the patient sid. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed cardiac troponin I (tni) patient result was obtained on a dimension exl system. Siemens is investigating the event.

Event description:
A discordant falsely depressed cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument, s/n: (B)(4). The discordant result was not reported to the physician(s). The result was questioned within the laboratory and a new sample draw was requested. A higher result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed troponin I result.